Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon reviewing transmission, the right ventricular lead showed non sustained right ventricular episodes caused due to ventricular loss of capture and subsequent r-waves conducting from the atrial pace. The patient was noted to be capturing fine in clinic but the capture threshold had increased and programming changes were performed. No other information was available.